Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead detected that the lead body had been massively damaged about 41 cm distal of the is4 connector pin by squashing and deformation. The helix was fractured in this area. This damage pattern can with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Since (B)(6), pacing impedance has risen up to greater than 2500 ohms. In addition, oversensing was recorded. The lead was removed and replaced.